Manufacturer narrative:
The device was returned for analysis. The entrapment of device cannot be replicated in a lab environment. The difficult to open or close was confirmed. The retraction problem was not confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified revealed no other similar incidents. The root cause of the reported difficulties cannot be determined. The subsequent treatments are related to circumstances of the procedure. According to account it was reported the lever was attempted to be closed (step 4) after the failed attempt to remove the plunger (step 3). The internal damage to the device is consistent with that report. However, it is also then consistent with the attempt to close the foot prior to pulling the plunger. If the lever has been attempted to be closed while the plunger is deployed the plunger can become stuck or difficult to remove due to deformation of an internal component (follower). Additionally, and more likely in this case, if the lever is not fully open when attempting to pull the plunger, a misalignment of the follower to the lever channel occurs and this will prevent the plunger from retraction. It is also possible there was prior follower damage, however, this cannot be confirmed. The difficulty closing the foot is a symptom of the plunger depressed into the handle. The entrapment of the device is a symptom of the deployed foot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a diagnostic critical limb ischemia procedure with a 6f sheath. Reportedly, during step 3, the plunger was unable to be removed from the device. A few attempts were made to close the footplate; however, this was unsuccessful. The device could not be removed from the patient; therefore, surgical intervention was performed to remove the entrapped device and achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.